Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 216 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the act button up button was sticking and the down button was functioning wrongly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.